Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had a blank screen and was unable to turn on. However it was noted on analysis that the display wires were pinched (wires exposed), battery shorting bar was contaminated, output connector assembly was damaged, keypad was scratched, output connectors were discolored and lower case was cracked at one boss. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was received into service for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.